Event description:
The customer reported he did not understand the meaning of the "0000" cal bar of his blood glucose meter, and as a result, he lost consciousness and might have had a seizure. The customer also reported he could not remember the readings he obtained at that time (unk meter). The paramedics were called, reportedly treated him with an intravenous glucose medication, and no further medical intervention was required. The customer additionally drank apple juice to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported event is associated with a training issue. Customer service educated the customer on how to perform the calibration of his blood glucose meter by using the "0000" cal bar. This is the final report.